Manufacturer narrative:
Device evaluated by MFR code 81: device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
The patient went to the ER with infection and extrusion at both the cervical and chest vns incision sites. The patient's generator was explanted as a result. The manufacturer's device history records of the lead and generator were reviewed. Sterility of both product prior to release for distribution was verified. The surgeon reported that the cause of the extrusion and infection was patient manipulation, delayed care for infection. No further relevant information has been received to date. Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.